Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The wound has always been oozing. Currently, the oozing stitch is open, and the infection has compromised the implant.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to postoperative side effects, namely wound healing complications with infection leading to device extrusion. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
When the stitches were removed, one of them had not completely healed and began to ooze. The infection has compromised the implant. The user has been explanted.